Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient had bilateral removal and then bilateral replacement with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9479661 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9518343 sn: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed: device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 350cc a tear was observed at a junction of the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with a 350cc mentor smooth round moderate profile saline breast prosthesis on their right breast, suffered right breast implant deflation, post-procedure. After getting out of an evening shower, the patient noticed the deflation as the right breast implant was smaller than the left breast. By the following morning, the right breast was described to be flat and the device inside was flip flopping and moving around. Furthermore, the patient described the implant to be protruding from their skin and nipple, which they had to move with their finger to keep in a comfortable position. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.